Event description:
It was reported that pump screen went blank unexpectedly, led was not blinking, and pump needed to be plugged into power to turn back on, with no power source alert or battery charge start noted before shutdown and a low battery capacity when powered back on. There was no adverse impact to the customer¿s blood glucose level. Customer received shutdown alarm before the event, was informed that pump shut down due to low battery, was educated that insulin on board and maximum hourly bolus were reset to zero, was advised to manually restart continuous glucose monitoring and reload cartridge after shutdown, and was given best practice tips to ensure pump was charging, which customer understood and acknowledged.